Event description:
Customer reported not detecting an anti-jka, when performing an antibody screen on the galileo using capture-r ready-screen.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. The event is most likely related to the nature of the sample, the anti-jka appears to be demonstrating dosage effect and only reacting with homozygous jk(a+) cells.